Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging the cap on her onetouch lancing device was broken. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012. It is not known how the patient manages her diabetes or if changes were made to her usual diabetes management routine. At noon, after the alleged issue began, the patient claims she felt symptoms of dizzy and shaky. Treatment was not specified. At the time of troubleshooting, the cca noted the correct cap was being used and there was no indication of misuse. A replacement lancing device was sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after not being able to test due to a broken lancing device.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.